Event description:
In 02/2002, a gliatech sales rep met with dr. Who developed "a severe hypotensive episode" following appliation of adcon-l. The event was reported to have occurred sometime in 2002. Dr. Indicated that the pt's systolic blood pressure dropped to between 3-4 mm hg. The pt was described as having "normal cardiac output". The pt was administered adrenaline and geloplasm and recovered following this medical care. The dr indicated that the event was "severe" and happened very quickly upon applying adcon-l to the neural elements. The physician believes that the reaction is "of an allergic nature". No additional info is available at this time.